Manufacturer narrative:
The device is expected to be returned for analysis, however it has not been received, another report will be send when the investigation is done.

Event description:
It was reported that upon insertion of the farawave catheter into the proximal sheath, air entry was observed through the hemostatic valve during aspiration. Air was noted in the side arm; although initial aspiration appeared to clear it, subsequent slow flushing revealed bubbles in the proximal sheath, which were then re-aspirated. The device was replaced, and the procedure was completed without patient complications. It was further reported that the air was noted when aspirating the faradrive sheath while the farawave catheter was being inserted into the proximal portion of the sheath, with bubbles observed in the sheath shaft, the sheath side port, and as excessive bubbles in the aspiration syringe. No air was seen in the patient during the procedure.